Manufacturer narrative:
Sensor npr investigation: the most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Freestyle librelink application extended investigation (software): the most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ a. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced signal loss alarm with the freestyle librelink application. Freestyle librelink complaint was investigated and with the librelink application in use with xiaomi 5g1 phone with android 14 operating system and was determined that it would not be compatible with the customer's reported application. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with xiaomi 50g1 phone with an android operating system version 14. Customer experienced a signal loss and was unable receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced tremors in hands, dizziness, seizure, and a loss of consciousness and was able to self-treat with sugar water and "pills to raise sugar". There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with xiaomi 50g1 phone with an android operating system version 14 and the app version 2.11.2.11107. Customer experienced a signal loss and was unable receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced tremors in hands, dizziness, seizure, and a loss of consciousness and was able to self-treat with sugar water and "pills to raise sugar". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly and grip marks was observed. Sensor was activated with known good reader. Signal and sound icons are shown as activated and waited for few minutes to ensure that there was no disruption in the bluetooth connection between the devices. Reader was connected to the software and isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were missing. An extended investigation has been performed. Visual inspection was performed on the returned sensor and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). The returned sensor was reprogrammed and activated with known good reader and signal and sound icons are shown as activated and waited for few minutes to ensure that there was no disruption in the bluetooth connection between the devices. All results were within specification. Reader was connected to the software and isf (interstitial fluid) command was sent and first 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi (received signal strength indicator) values were present. The generation of 5 ble packets indicates that there is no customer's reported complain issues with the returned sensor, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.